Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please review attached for investigation results. (B)(4).

Manufacturer narrative:
It was reported that surgeon does not believe this to be a product problem and does not require a report. Explant is not available for investigation.

Event description:
It was reported that patient underwent a revision surgery with replacement of articular insert due to ligamentus hyperlaxity.